Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
On 17 march 17 - translated medical records received and attached to complaint. After review of the medical records for MDR reportability, the revision operative note indicated the femoral head had signs of metallic abrasion, the liner was tilted, and the cup exhibited hardly any anteversion (wasn't revised). A preoperative note ((B)(6) 2017) indicated osteolysis, but there was no mention of it during the revision operative note. There was no mention of dislocation. The cup is now being reported.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer reported to (B)(6): pain left side since about 2 years. About two weeks ago patient slipped away when rising from a chair. An abduction happened. No fall, no trauma. Since this increasing discomfort and squeaking noises. No rest pain, no pain at night. Only groin pain while deep seated. Walking distance without pain less than 100 m. No pre-existing hip disease known. Radiological pe wear and dislocation suspected. Revision of left hip head and inlay.